Manufacturer narrative:
According to the report, on (B)(6) 2024, bioglue was used for closure of the dissection chamber in a type a aortic dissection. On (B)(6) 2025, a pseudoaneurysm was observed on the central side of the aorta, leading to reopening of the chest. The lot number could not be obtained. A six-month review of the distribution records to this user facility from the date of bioglue implant ((B)(6) 2024) was performed and the search returned the following lots: bg000932, bg001005, bg001035, bg001062, bg001088, bg001089, bg001105. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the current complaint. The following information was not provided and is unknown: the amount of bioglue applied, the gross abnormalities of the native tissue, or if any other products were used during the procedure. A pathological evaluation was not conducted. False aneurysm (pseudoaneurysm) is listed in the IFU as a potential adverse event related to cardiac and vascular procedures. Per kitamura, et al. (2018), pseudoaneurysm formation ¿is not a rare late complication after repair of acute aortic dissection (mohammadi s, et al.) The underlying mechanism of pseudoaneurysm formation is considered to be associated with tissue cutting due the fragility of the dissected aortic wall at the anastomosis and from the chemical reaction due to the aldehyde contained in the glue material (bingley ja, et al.).¿ perhaps the native tissue was too damaged to be repaired and an aortic replacement with a synthetic graft should have been considered. Furthermore, while surgical glue is helpful in surgery for acute type a aortic dissection, it may also cause late pseudoaneurysm formation or valve deterioration when not used properly (kitamura, et al.). Dr. (B)(6), et al. Performed a retrospective review of 92 consecutive patients who underwent complex operations in which bioglue was used. Postoperative pseudoaneurysm formation occurred in 3.3% of the patients (fehrenbacher 2006). Weiner, et al. Presented at the 15th world congress of heart disease in vancouver, canada in july 2010 they identified 97 consecutive patients in whom bioglue was used to reinforce thoracic aortic suture lines. During follow-up, 2 patients were identified as having a pseudoaneurysm. In the control group, without bioglue use, similar incidences of pseudoaneurysm formation were noted (weiner 2010). Ma, et al. Reviewed 233 patients with a mean follow-up time of 2.4 years post-operation; a pseudoaneurysm was detected in only 1 patient (0.6%). The authors concluded, ¿the use of bioglue in thoracic aortic surgery was not associated with excess incidence of anastomotic pseudoaneurysm formation following surgical repair of thoracic aortic disease.¿ (ma 2017) there is insufficient information to determine if there is an association between the use of bioglue and the pseudoaneurysm formed in the procedure. Pseudoaneurysm formation is a known complication in standard surgical repair of aortic dissections. Adhesions and anastomotic pseudoaneurysm are listed in the IFU as potential adverse events related to cardiac and vascular procedures. The condition of the native aortic tissue at the time of initial surgery is unknown. Based on the limited information available, no conclusion can be made at this time. The bioglue risk file was reviewed and found to be adequate. The reported events will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion. References: fehrenbacher jw, et al. ¿use of bioglue in aortic surgery: proper application techniques and results in 92 patients.¿ heart surg forum 2006; 9(5) 1-6. Ma, et al. ¿does bioglue contribute to anastomotic pseudoaneurysm after thoracic aortic surgery?¿ j thorac dis 2017; 9(8)2491-2497. Weiner j, et al. ¿bioglue does not predispose to anastomotic pseudoaneurysm in thoracic aortic surgery.¿ presented at international academy of cardiology 15th world congress on heart disease. (Poster) 2010. Kitamura t, et al. ¿repeat surgical intervention after aortic repair for acute stanford type a dissection.¿ general thoracic and cardiovascular surgery (2018).

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion, formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the report, bioglue was used on (B)(6) 2024 for closure of the dissection chamber in a type a aortic dissection. On (B)(6) 2025, a pseudoaneurysm was observed on the central side of the aorta, leading to reopening of the chest.